Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #:mc1vr01-delsys/ expiration date: 14-jan-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no dev rtn to MFR? No, device mfg date:16-jul-2019, labeled for single use: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited unstable thresholds during the implant procedure. It was further reported that the leadless implantable pulse generator (ipg) exhibited a steep rise in thresholds due to micro-dislodgement caused by the pulling of the delivery system (ds) tether or a thrombus between the leadless ipg and the myocardium. Reprogramming occurred. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.